Manufacturer narrative:
On june 23, 2021, mentor received additional information indicating that the patient only had capsular contracture on the right breast and that upon removal of the implants, the left breast implant was actually intact. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal on (B)(6) 2020 and also bilateral replacement with the following devices: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: (B)(6) sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505501bc lot: (B)(6) sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain, hardness, burning. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2020, the mentor failure analysis lab has received the device for evaluation. On july 30, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold, measuring approximately 4.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a (left) 400cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast implant, suffered bilateral breast implant ruptures, breast pain, hardness and burning, post-operatively. MRI taken on (B)(6) 2020 showed evidence of bilateral ruptures with contained leaks along anterior of both breast implants and with more pronounced on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.